Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the radiofrequency (rf) head had intermittent telemetry and failed two uplink amplitude tests during functional testing due to the cable being out of electrical specification. It was also noted that the lens was cracked and the rubber portion of the label was missing. (B)(4).

Manufacturer narrative:
Further review prompted a change in the device analysis results.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.